Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0976 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, during the patient's chemotherapy, it was found that there was exudation at the PICC joint. The patient was immediately stopped infusion and fixed with self-adhesive mucosa. The PICC specialist nurse was asked to check the situation.